Event description:
It was reported on 27 november 2025 that the patient presented with grade 4+ functional tricuspid regurgitation (tr) and thin leaflet for a triclip procedure. During the procedure, one triclip was successfully implanted in the antero-septal region. During deployment of the second triclip, an attempt was made to position the clip in the antero-septal region adjacent to the first triclip. This resulted in worsening of tr, so the deployment position was changed to the postero-septal region. At this site, leaflet grasping was challenging due to the tethered leaflets, and the clip interacted anatomically with the chordae. A piece of chordae was observed to be floating post troubleshooting to remove the clip from chordae. The first triclip was observed to be tilted. According to the physician, the tilt was attributed to rupture of the lateral leaflet. The procedure was concluded with removal of the second triclip from the anatomy. Post-procedure, tr worsened beyond baseline to grade 5. There was no clinically significant delay.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported device causing damage, positioning failure, or difficult removal from anatomy. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure appears to be related to challenging patient anatomy (leaflet tethering). The reported difficult removal from anatomy is related to procedural conditions (stuck in chordae during positioning). The reported device causing damage is related to procedural conditions (leaflet ruptured during positioning attempts). The reported tissue injury is a cascading event of the difficult removal from anatomy. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.